Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two photographs were provided. The photographs show the affected device with a kinked and deformed stent. The technical investigation confirmed that the stent is strongly kinked in its center. The stent is deformed around the kink, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The stent protector was not returned. A reference stent protector could only be applied after straightening the kink. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
During unpackaging of an orsiro mission drug-eluting stent system, it was noticed that the stent bent at its half.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# (B)(4). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two photographs were provided. The photographs show the affected device with a kinked and deformed stent. The technical investigation confirmed that the stent is strongly kinked in its center. The stent is deformed around the kink, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The stent protector was not returned. A reference stent protector could only be applied after straightening the kink. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.